Event description:
Reporter indicated that the vns device was explanted, and replaced due to battery depletion. Product was returned to manufacturer, and underwent product analysis. Per product analysis, generator end-of-service was confirmed based on battery voltage measuring 1.505 volts (depleted). The remaining battery longevity was calculated to be -1.62 years until eri=yes, meaning battery life exceeded the longevity estimate. However, the caged module was found to exhibit an out-of-limit (high) pulsing current. Analysis indicates that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. Using the next lower value, the caged module met all specifications. The out-of-limit pulsing current could potentially be a contributing factor to the end of service, however, results of the battery longevity prediction confirm that the end-of-service condition was an expected event.